Manufacturer narrative:
(B)(4). Foreign- (B)(6). This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k121874 (product code pbi). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the right primary hip procedure, the screw hole plug could not be removed from the 52 mm cup, in order to secure to the cup with a screw. The surgeon had to ream up the size and replace it with 54 mm cup to complete the surgery. No further complications were noted. Attempts are made but no additional information available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record identified no deviations or anomalies would contribute to reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.